Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that insulin pump had a changes battery every two weeks and front screen had scratches and it was hard to read. Customer stated strips top of screen unable to see certain things. Customer stated buttons was sticky and effects on insulin delivery. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.